Event description:
During routine testing of the device at the service center, the service technician reported the center keypad was worn. The monitor was originally returned for arterial module failure when the worn keypad was found. Since the event occurred during routine testing, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.